Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, when a recoverable fault occurred using the 30 degree endoscope, the monopolar curved scissor (mcs) instrument moved freely on its own. The recoverable fault occurred when the surgeon was flipping the 30 degree endoscope from the up view to the down view. When the fault was observed, the mcs instrument on universal surgical manipulator #3 (usm3) moved freely forward, causing the instrument to press against the large bowel. The surgeon's head was not positioned inside the high resolution stereo viewer (hrsv) of the surgeon side console (ssc), and there was no interference between instruments, system arms, or any external collisions. The surgeon thoroughly inspected the tissue and confirmed no injuries. The issue occurred only once, and the fault was successfully recovered. The procedure was completed robotically without injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed a possible related system error related to a joint position limit on universal surgical manipulator #2, axis 4. The user recovered from the recoverable fault.

Manufacturer narrative:
Additional information: a review of the logs associated with this event was performed. Per the logs, a monopolar curved scissors (mcs) instrument (part #470179-19, lot #k11240404-0540) was last used on 06-apr-2025 and on da vinci system sl0182. The instrument had 2 uses remaining after the last use. Also, the logs show a 0 degree endoscope plus (part #470056-08, lot #10160116) associated with this event was last used on 05-mar-2025 and on da vinci system sl0182. The endoscope had 1937 uses remaining after the last use. Additionally, the logs reveal a 30 degree endoscope plus (part #470057-08, lot #10158308) associated with this event was last used on 05-mar-2025 on da vinci system sl0182. The endoscope also had 1937 uses remaining after the last use. A review of the system events was conducted, and the following findings were noted: the customer used two endoscopes (lot #s: 10158308 and 10160116) interchangeably throughout the duration of the procedure. The surgeon pressed the "scope flip" button on the touchpad roughly 1 hour and 9 minutes into the procedure. The scope flip activation was followed by recoverable error on the arm with an endoscope (lot #10158308) installed, indicating that the arm was at its joint position limit. This was followed an advisory error, indicating that video output may have affected. The recoverable error was recovered by the user. The camera control pedal was subsequently attempted to be activated; however, the control was denied. Within the same second, the surgeon entered following mode on both arm 1 (maryland bipolar forceps instrument installed) and arm 3 (monopolar curved scissor (mcs) instrument installed). The mcs instrument was later removed from arm 3. The 30 degree endoscope plus (lot #10158308) was removed and the 0 degree endoscope plus (lot #10160116) seated on arm 2 four times within a 3 minute time frame. The 30 degree endoscope plus (lot #10158308) was then reinstalled. The mcs instrument was reseated on arm 2 on. The 30 degree endoscope plus (lot #10158308) was used for about 4 minutes and then removed and replaced with the 0 degree endoscope plus (lot #10160116) until the completion of the procedure. The procedure continued as a four-arm procedure until completion with no additional errors noted.

Event description:
Refer to h11 for follow-up information.